Event description:
Boston scientific crm received information that less than 3 months following implant with this system, there was observed loss of atrial capture and the inability to sense p waves. Lead impedance measurements remained stable.